Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection/investigation device found to have damaged connector because of wear. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it was reported that a x-smart iq equipment disconnected several times during use. There was no patient's injury.